Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00067 / 00068).

Event description:
Patient underwent a revision due to pain approximately two years post implantation. During the procedure it was discovered that the femur was loose. The tibial bearing and femur were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated to only reflect an adverse event and not a product problem. Reported event was unable to be confirmed; the part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.